Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone that she experienced low blood glucose of 33 mg/dl and she treated with glucose tablets and food. Customer declined troubleshooting for low blood glucose. The insulin pump would not be replaced or returned for analysis.